Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: it fired when the surgeon fired it however it didn¿t cut all the way round hence having to convert to open surgery to free the device. The staples did deploy but couldn¿t be removed due to the product not cutting fully around the anastomoses. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the position of the safety? What healthcare professional fired the device and what is his/her experience with the device? Was the device that was alleged to have prematurely deployed staples attempted to be fired or was this a different device? Clarification needed: could the device not be opened? Or, could the device not be removed from the rectum? What was the reason for the convert to open? Please explain what is meant by, ¿converted to open to release the anastomosis of the gun?¿ which portion of the gun was not moveable? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that staples deployed without being fired. Closed properly then about to fire but the staples deployed. Tried to fire to deploy the knife it wouldn't work. The gun couldn't be moved nor would it open again, it was completely jammed. They had to convert to open surgery which was frustrating and time consuming. How was event managed: converted to open to release the anastomosis of the gun. Procedure: low anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 07/22/2022. D4: batch # 503a20. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived sterile with no apparent damage. The package was opened and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.